Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -12.0/4.0/165 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On the same date the lens was exchanged for a same length lens that was implanted vertically and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).